Manufacturer narrative:
This report is in response to mw5089602. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient via regulatory agency reported left side "pain". Device has been explanted.